Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer reported that during a colon resection, the device jaws became locked. The device was not on tissue when this occurred. There was no pt injury. The device was returned for eval with the knife protruding from beyond the jaws of the device.